Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer reverted to an alternate method for insulin therapy. Additionally it was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level was ¿high¿ on the meter. Customer addressed the elevated bg with a correction bolus via the pump.